Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device showed multiple kinks and broken areas of the outer shaft; however, the shaft was not completely separated the inner liner was still connected. A .014 guidewire was inserted into the renegade but was difficult to move through the device due to the damage the device showed. A 5fr guide catheter was used for testing purposes; however, due to the damage on the renegade catheter the device would not transcend through the guide catheter. The devices outside diameters were measured and were within specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-may-2017. It was reported that the microcatheter had difficulty advancing through the guide catheter. A 10cmx150cm renegade¿ hi-flo¿ was selected for use. During procedure, the renegade microcatheter was advanced through a guide catheter; however, it would not pass through. Furthermore, the renegade and guide catheter were replaced with another of the same devices but the same issue occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, device analysis revealed that the outer shaft was broken.